Event description:
It was reported that the patient presented post implant procedure. Upon device interrogation, the atrial and ventricular leadless pacemakers inaccurately displayed diagnostic parameters. No intervention was performed. The patient was stable.